Manufacturer narrative:
Exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16780916/16907885.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.